Manufacturer narrative:
An evaluation of the data card indicated error messages were prompted during treatment to alert operator was not maintaining full contact to skin with consistent and sufficient force during rep delivery. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Burns, blisters, scabbing, and scarring are possible adverse patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face, submandibular lower jaw, and neck and had multiple blisters throughout the face one day post procedure. Sm cream (anesthetic) was applied prior to the procedure to manage any pain/discomfort during the treatment. A facial pack with growth factor was applied at the clinic one week post procedure and hydroquinone cream was prescribed for use after the scabbing came off. The physician believes the blisters will heal without permanent scarring. The blisters have resolved and pigmentation is now visible. Reportedly, the treatment tip was inspected prior to and during the treatment and no abnormality was seen.